Event description:
It was reported that the patient presented to the emergency department (ed) with chest pain. The patient went into cardiac arrest and proceeded with advanced cardiovascular life support (acls). The ventricular assist device (vad) was disconnected and the patient subsequently expired. Of note, the patient had revoked their do not resuscitate order (dnr) three weeks prior.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. Information received from the site revealed that the patient presented to the emergency department with chest pain. The patient went into cardiac arrest and proceeded with advanced cardiovascular life support (acls). The ventricular assist device (vad) was disconnected and the patient subsequently expired. Of note, the patient had revoked their do not resuscitate order (dnr) three weeks prior. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of cardiopulmonary arrest. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.